Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 400-549 mg/dl with high ketones. Elevated blood glucose was addressed with a bolus via the pump and manual insulin injection.